Event description:
It was reported that the patient received inappropriate therapy due to oversensing. It was also reported that the lead integrity alert (lia) was triggered. The patient was scheduled for a lead revision but due to fever and high white blood cell count, the procedure was postponed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 13 - ventricular nst<=210 ms on (B)(6) 2012, in the timeframe between 05:13:47 and 06:39:57. 18 - vf<=200 ms average v-cycle between (B)(6) 2010, 06:14:09 and (B)(6) 2012, 06:39:14. Sensing - interference/noise. Ventricular short interval count v-sic=2467 counts avg/day, in 1.27 days, between (B)(6) 2012, 07:08:14 and (B)(6) 2012, 13:34:05. Std review - lead integrity alert triggered. One - patient alert for lead failure predictor on (B)(6) 2012, 00:38:33.